Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: (B)(4).

Event description:
It was reported that the patient faced an infusion set leakage event on 02-mar-2026 at site after two days of use.